Event description:
Investigative surgery was performed due to swelling over the implant. Hearing performance was unchanged without problems. Introperatively the surgeon found a bulge in the silicone of the implant body.

Manufacturer narrative:
This type of event is addressed in the device labeling.